Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video observed water dripping between the housing and the header cap during treatment. Based on past investigations, the most likely cause of the leak is a crack in the welding seam. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during treatment with a polyflux 140h, an external dialysate leak was observed. There was patient involvement, but no adverse event reported. No additional information is available.